Event description:
The customer reported that she pressed the act button and insulin came out of tubing, but the numbers did not appear while she was attempting to prime the insulin pump. The customer stated that she attempted to prime again and reconnected the infusion set on her body. The customer went to sleep for more than an hour, and she woke up with her heart beating fast and her blood glucose was 41mg/dl. The customer checked up the insulin pump and found that 50.0 units of insulin were no longer in the device. The caller contacted her doctor who advised to call us. Then the paramedics were called and they took the customer to the hospital. The blood glucose reading at time of her admission was 91mg/dl. Troubleshooting was performed and the programming in the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.